Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the system controller was exchanged while the patient was at home due to a controller fault alarm. The exchange took place with the assistance of the lvad clinician. After the exchange, the lvad system produced low speed alarms, only when connected to ac power. A log file reviewed by the manufacturer¿s technical service representative confirmed low speed/pump stoppage events on (B)(6) 2017, and low speed/pump stoppage/driveline disconnected events in the early morning of (B)(6) 2017, followed by another low speed/pump stoppage event on (B)(6) 2017. X-ray images were reviewed and did not show any obvious areas of concern either internally or externally. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. No additional alarms were reported post-replacement. No additional information was provided.

Manufacturer narrative:
Approximately 19.5 inches of the external portion/distal end of the driveline was replaced on (B)(4) 2017 and was returned for evaluation. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed a partially fractured green wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area revealed marks consistent with abrasion and the conductors of the green wire were exposed. The partial fracture of the green wire appeared to be the result of repetitive movement of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The partially fractured green wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the patient cable and mobile power unit. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.